Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, the customer is taking a steroid medication, and was advised by their health care provider that the medication is known to cause high bg levels. Customer programmed a 20% increased temporary basal insulin rate for 4 hours to treat the bg level.